Manufacturer narrative:
Reported event: an event regarding dislocation involving unknown mako liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned

Event description:
This pi is for revision of the patient's right hip on (B)(6) 2016 due to dislocation. The original surgery was (B)(6) and the liner was revised on (B)(6) 2016 due to dislocation. The stem was a corin mini stem (note: stem has not been revised)." Rep provided primary operative report, 2016 revision usage, 2024 revision usage and confirmed that no further information will be released by the hospital or surgeon.